Event description:
The customer reported an issue with quality control (qc) recoveries and noticed the reagent probe a was leaking. The customer observed fluid on the instrument cover and reagent tray. The customer was wearing personal protective equipment; no reports of exposure or injury were reported. No erroneous results were generated or reported. The customer approximates a volume of 10-15 cc of fluid leaked from the reagent probe.

Manufacturer narrative:
Service was dispatched. During the service visit, the fse determined the waste valve (p/n 472689, solenoid valve) failed. The fse replaced the valve which resolved the issue, no further leaking was observed. A leaking reagent probe can impact any or all chemistries, including critical chemistries. (B)(4).